Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2019 (230 days). We have reviewed the production records of the excor blood pump,s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual inspection of the returned pump is indicative of a blood-side layer defect. A detailed report will be submitted as soon as available. This particular model is not available in the USA. However, a similar device is available, therefore, we are reporting under the MDR regulations

Event description:
We were informed by the clinic about a suspected membrane defect of the blood-side layer of the triple-layer membrane of the excor blood pump of a patient supported in the lvad configuration. The clinic provided video material based on which berlin heart clinical affairs ca personnel recommended an exchange of the affected blood pump. The exchange was performed without complications and the patient was doing well again after the exchange.

Manufacturer narrative:
The customer complaint can be confirmed. During initial visual examination of the returned blood pump, blood deposits were visible in the membrane interstices. The pump was then disassembled for further testing and the membrane layers were individually tested. A leak was detected in the middle layer and several in the blood-side layer, all located at the edge region. The air-side layer was intact. Dried blood deposits were visible between the membrane layers. At the time of investigation, the thickness of the membrane layers were re-measured and was found to be within specification at all the fixed locations. The measurement in the region of the leakages showed also that the thickness profile of the middle and blood-side layers were not homogeneous. The cause of the leaks in the middle and blood-side layers was an inhomogeneity in the membrane thickness of these layers. If the thickness distribution across a membrane layer is not homogeneous, then there is the possibility that during pump function, the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. In this case, this could lead to leakage of the membrane at these locations.